Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from health care professional regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that patient  was in  the office (B)(6) 2021 and relates that their  urge incontinence has worsened despite efforts to treat with medications and interstim device and  would like to seek other treatment options "quite some time" patient  believes battery has depleted. "She would like to move forward with a neuro-sacral stimulator by axonics in hopes to correct their debilitating symptoms as the algorithms used are different". Her device was removed and replaced with axonics on. It was stated that it was related to the device or therapy and possibly related to the implanted procedure. As for action and intervention, the device was explanted and disposed and reported issue resolved without sequelae (B)(6) 2021